Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that while passing through the tricuspid valve the rvlp got stuck. The physician pulled the catheter back which cause the rvlp helix to extend. The rvlp was not used and a different rvlp was implanted. The patient condition was stable.